Event description:
It was reported that the patient experienced hyperglycemia with a reported blood glucose of 252 mg/dl while using the ilet with a contact detach infusion set; the caregiver was instructed on occlusion troubleshooting, verified visible drops at the tubing end, and elected to change the infusion site and supplies. Symptoms included elevated blood glucose without reported adverse clinical effects. Outcomes included caregiver-led site and supply change with no medical intervention or hospitalization. Investigation included user interview and troubleshooting education. Investigation of this case revealed no device alarms and no confirmed occlusion, with user verification of insulin delivery at the tubing tip. It was concluded that the cause of the hyperglycemia was unclear and that the event was managed through standard troubleshooting and site change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.